Event description:
Reporter noted endophthalmitis five to six days post-op. Pt cultured no growth. Pt was 20/30 one day post-operative. Follow-up visual acuity listed at 20/50. No vitrectomy required.